Event description:
Reported 3 false positive results and 1 false negative result for patients. The customer communicated the results were confirmed by molecular (pcr testing).

Manufacturer narrative:
Investigation conclusion:a review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends. The returned logs were analyzed for the reported issue of false negative results. 1589 sars tests were performed across 2 analyzers, 50 were positive results. This is a positivity rate of (B)(6) 65 tests were with the reported kit lot 706478, pouch 145693, 4 were positive results. This is a positivity rate of(B)(6) . Of the 4 positive test results, 2 were low-level positive values which could be caused by variations in test methodology, test environment and sample characteristics that could lead to an erroneous result. 3 negative test results were near assay cut-off with s/co values of 0.7 which is higher than the average negative s/co at lot release. Test results that fall into this category are susceptible to issues concerning testing environment, testing methodology, and patient sample characteristics. Investigation summary: in response to your complaint, we reviewed manufacturing records for this lot. All release criteria were met. Additionally, no significant trends were identified in the complaint history log. The returned logs were analyzed for the reported issue of false negative results. 1589 sars tests were performed across 2 analyzers, 50 were positive results. This is a positivity rate of (B)(6) %. 65 tests were with the reported kit lot 706478, pouch 145693, 4 were positive results. This is a positivity rate of 6.15%. Of the 4 positive test results, 2 were low-level positive values which could be caused by variations in test methodology, test environment and sample characteristics that could lead to an erroneous results. 3 negative test results were near the limit of detection. Test results that fall into this category are susceptible to issues concerning testing environment, testing methodology, and patient sample characteristics. The information you provided has been documented and will continue to be monitored for future trends. Root cause: unable to determine. Source: email.